Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The pump was unable to perform the displacement test due to missing segments. The pump was also received with minor scratched lcd window and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks on the pump's surface. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump. The customer will return the pump for analysis.